Event description:
The hcp reported that the patient was experiencing a "vibration and shock-like sensation" within the pump pocket. The pump was turned off and subsequently replaced due to these sensations. The patient recovered without sequela.